Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to vascular trauma and endoleak.

Event description:
On (B)(6) 2020, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that after deploying the trunk-ipsilateral leg endoprosthesis, the device was sitting just distal of the left renal artery, which caused a ¿bird beak¿. The physician re-constrained the device and moved it distally. Then a proximal type I endoleak was present. The physician chose to balloon (manufacturer of balloon was not gore) lightly the proximal area. The proximal type I endoleak remained. The physician chose to balloon more aggressively and a dissection adjacent to the proximal portion of the graft presented. The physician implanted an aortic extender endoprosthesis. The dissection was covered and the endoleak was resolved. The patient tolerated the procedure. Reportedly the patient¿s aortic neck angle was 50 degrees and within instructions for use, there was no tortuosity in the anatomy.

Manufacturer narrative:
Addition g5.

Manufacturer narrative:
Addition g5.